Manufacturer narrative:
Device will not be returned. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the hansson pin surgery, the tip of guide wire broke when the surgeon was about to insert guide wire. The surgeon was not able to remove the tip of guide wire from the patient bone. The surgeon inserted the guide wire obliquely after guide wire had been squarely inserted in the patient bone.